Event description:
A male patient called lifecor customer support to report that he had been receiving "adjust belt" messages all day long. He changed the garments and worked through all the other suggestions the patient manual gave him. Support had the patient do a download, which revealed he has significant left falloff and a great deal of noise. Support replaced the patient's electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in ECG a. The short was fixed. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this short circuit is unknown. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.